Event description:
Sex: unk, procedure: lap chole. Reportedly, the clip malformed and cut the common bile duct. Another endo clip ii ml was applied and the surgeon oversewed to control oozing of bile.